Manufacturer narrative:
This was initially reported on the summary report dated 8/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced erosion, infection, dyspareunia, vaginal scarring, urinary tract infection, bladder pressure, pelvic discomfort, vaginal burning, dysuria, stress incontinence, prolapse, vaginitis, vaginal discharge, a product problem and emotional distress. It was also reported that the plaintiff experienced pelvic pain, mesh exposure, severe abdominal and pelvic pain along with back pain, urinary frequency, urgency and urge incontinence. The plaintiff underwent a revision of surgeries wherein the mesh was partially explanted. Furthermore, it was reported that the plaintiff died. The cause of death was reported as asphyxiation by hanging. Related to manufacturer report #: 3011770902-2016-00213.